Manufacturer narrative:
A user facility reported through a FDA medwatch, "radiopaque string on 0.5 inch x 0.5 inch sponge became disconnected from sponge while in use. All pieces were accounted for." Deroyal industries, inc. Requested return of the device, however, it was stated it was unavailable for return. A supplier corrective action request (scar) was issued to the supplier, (B)(4). This investigation is not complete at this time. No further information is available at this time. We will provide follow-up report when additional information becomes available.

Event description:
A user facility reported through a FDA medwatch, "radiopaque string on 0.5 inch x 0.5 inch sponge became disconnected from sponge while in use. All pieces were accounted for."